Manufacturer narrative:
(B)(4). The product has not been received for investigation. Follow-up attempts were unsuccessful in obtaining product information. As no lot number was provided, a review of the device history record could not be performed. All process and test criteria are verified as complying with the finished product specifications for all released lots. A review of historical complaint data displayed no increase in trends. Should additional information be received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the dr3 capsule remained in the patient's stomach for the duration of pillcam video recording. Physician manually removed the capsule from the patients stomach. No further information was provided.